Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by replacing the scope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered a recoverable fault 23003 and the image was flipped upside down. The system error log was not available at the time. The user replaced the endoscope and the issue was resolved. The user continued with the procedure without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the image was inverted and when the surgeon and team attempted to resolve the issue, it did not get better without changing scopes. The endoscope did not move freely and was involved un a reversed control. A 30-degree endoscope was installed at the time of the event. The endoscope was installed in a down orientation and then the user attempted to flip it on the surgeon console manually, but the issue persisted. The user confirmed the desired orientation when installing the endoscope. An indication of the image orientation was not provided to the user via the user interface. The endoscope and endoscope's adapter/ base were still engaged. There were no damage observed on the endoscope¿s adapter/base. The reporter confirmed that the endoscope was not adjusted when the issue occurred. The reporter confirmed that dr michael daroven performed the recurrent right inguinal hernia repair procedure on the event date. The vision issue did not result in patient injury.